Manufacturer narrative:
E1. Initial reporter phone (B)(6). The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that the pump was never serviced. A visual inspection and functional testing were performed; it was observed that the shutdown pressure was too low. The reported issue was confirmed; however, the probable cause was attributed to a downstream occlusion (dso) sensor was out of calibration. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks.

Event description:
It was reported that the pump cut off pressure was not right. Upon further investigation, it was identified that the downstream occlusion sensor out of calibration. This malfunction makes the event reportable. There are unknown patient involvement and unknown harm/adverse event reported.